Event description:
It was reported that the physician noted ventricular fibrillation (vf) while using cautery over the pacemaker. The device is designed to shunt energy away from the circuitry and that energy is shunted down the lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.